Event description:
According to the reporter: the instrument closed normally before insertion into the trocar, but once articulated, it does not close anymore either straight or roticulated. Fistula was reported. Additional information relative to the fistula has been requested.